Manufacturer narrative:
Though the article indicated that the patient has died, it also stated that the patient is brain dead. It is unclear at this time if the patient is still alive and on life-support or if they have passed away. However, it is clear that the patient suffered permanent impairment. Though the article indicated that the patient has died, it also stated that the patient is brain dead. It is unclear at this time if the patient is still alive and on life-support or if they have passed away. However, it is clear that the patient suffered permanent impairment. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to identify any issues with the device. The unit worked according the specification. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A serial readout was sent to livanova (B)(4) for further investigation. Evaluation of the readout did not identify any failures. The device worked according the specifications. Based on this evaluation, livanova (B)(4) has concluded that the reported patient injury/death was not the result of a device malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported issue is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(6) received a report that a serious event occurred during a procedure where an s5 system was used. The patient reportedly expired on (B)(6) 2018. No further information was provided by the customer. A literature review identified an article (https://www.welt.de/vermischtes/article178220274/trauer-in-koelner-klinik-das-ist-bei-grossfamilien-durchaus-ueblich.html) stating that a (B)(6) -year-old female patient underwent surgery on (B)(6) 2018. The article indicated that the surgery was successfully completed without issues. However, 1 day following the procedure, the patient suffered severe brain damage due to lack of oxygen and was declared brain dead.

Manufacturer narrative:
In the initial report, submitted july 26, 2018, it was indicated that there were no complications during the procedure. However, during follow-up communication, the customer corrected this information and notified livanova (B)(4) that the patient suffered an air embolism during the operation.

Event description:
See initial report.